Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling devices were being used for the division of the parenchyma. The stapler was able to fire but there was a poor staple formation and it did not close. The staple line was incomplete at the distal end. Also, a crack was heard with the stapling handle that was being used so it was replaced it with another device. After the first firing that includes the reload, tried to solve it with a different reload without success. The second manual stapling handle was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle but was unable to fire. The blade of the reload is also visible. In order to resolve the issue and complete the case, they initially sutured it and then used another manufacturer's stapling device. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.